Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient was experiencing inadequate stimulation. It was noted that the patient had migraines, leg swelling and felt her body was rejecting the stimulator. The patient underwent an explant procedure.